Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The se updated the software of the ventilator and performed calibrations and testing. The ventilator passed all tests and calibrations per manufacturer specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, the 840 ventilator's display went blank. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.